Event description:
Patient admitted to interventional pulmonology for outpatient thoracentesis. Peripheral IV placed per protocol. 22g placed in pt's left wrist. When IV was in place and needle removed, I pushed the white button on the device to retract the needle into the clear handle and it did not retract. I pushed the white button a second time and then it retracted into the handle.